Event description:
The complainant stated she cannot engage the brake/steer petal into brake. It pops back into neutral.

Manufacturer narrative:
The technician found the brake would not unlock due to a broken brake detent. He replaced the brake detent to repair the bed.